Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found reported of partial onyx embolization, extravasation of contrast, intraoperative bleeding, ischemic complications (hemiplegia), intracranial hemorrhage, hematoma evacuation, and rebleeding in association with onyx embolization. The time frame of this study was from (B)(6) 2022. The purpose of this article was to evaluate the efficacy of treating arteriovenous malformations with onyx embolization via the anterior choroidal artery. The authors reviewed 18 cases of patients treated for brain arteriovenous malformations (bavms) using onyx embolization. Of the 18 patients, the average age was 39 years, 10 were female and 8 were male. The article does not state any technical issues during use of the onyx. In addition, at discharge, 10 patients had a mrs score of 0-2 and 8 patients had a mrs score of 3. The following intra- or post-procedural outcomes were noted: postoperative CT showed extravasation of contrast medium in 1 patient  intraoperative bleeding events in 2 patients aneurysm rupture- onyx used to stop the bleeding ischemic complications (hemiplegia) in 3 patients 13 patients had primary intracranial hemorrhage 4 had external ventricular drainage 1 patient was implanted with a ventriculoperitoneal shunt hematoma evacuation and bavm resection performed in 1 patient rebleeding in 1 patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that of the adverse events that were mentioned within the article, none had a direct relationship with the medtronic product.